Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was not determined and there was no fall. It was reported that the patient would be having a revision/replacement as the x-ray does not show the cause. The issue had yet to be resolved. No further information reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va150y8, implanted: (B)(6) 2016, product type: lead. (B)(4) applies to lead (lot# va150y8) only.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An experienced symptom was a loss of therapy. Rep reported >4000 ohms on all contacts. No trauma/falls were reported that could be related to this issue. Rep was advised to connect with the hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.